Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and barbed suture was used. It was reported that the barbes suture was faulty. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/30/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: ¿ please elaborate on the quality issue experienced with the product ¿ please clarify what you mean by "faulty stratafix"? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) it has been reported that suture breakage occurred while attaining tension during the suturing of a tkr case. The stratafix suture product has been identified and was reported to be faulty. The external person providing information is ms. (B)(6), admin ¿ purchase department, dmh. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.